Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred about 3 hours into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no damage or defect seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It was reported that the patient did not complete treatment because there was no other machine available. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The returned sample was subjected to a laboratory bubble point test. A leak was not detected, possibly due to coagulated blood. However, the dialyzer was disassembled for further evaluation and two broken fibers were identified toward the middle of the dialyzer fiber bundle. Both ends of the two individual fibers were potted. Upon further examination of the fiber bundle, a dark substance was noticed on the exterior of multiple fibers which extended vertically across the isolated area of the bundle. A fiber sample was sent to the quality systems technical development group for possible identification. According to the quality systems technical development group's report, ¿due to the energy dispersive x-ray spectroscope (eds) data and appearance of the specimen, it is concluded the unknown substance is a substance likely composed of brass residue and some other unknown substance. There were no other damage or irregularities noted." The mechanism that resulted in the brass residue on the fibers is unknown. It is unknown if this is related to the two broken fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.